Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the air/water cylinder, foreign material in the air/water tube and foreign material in the jet tube. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation the foreign material in the air water cylinder, air water channel and auxiliary water channel could not be identified. It is possible that the foreign material may have been unremoved because the device was not reprocessed properly due to wear of bending section cover packing and loss of water tightness. However, a definitive root cause could not be identified. The following is included in the instructions for use (IFU): the instruction manual states the detection method associated with the event in "cf-h185l/I operation manual chapter 3 preparation and inspection", and preventative measures in " cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.